Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy case. It was reported that intra-operatively, while navigating, a low performance error message occurred. Technical services (ts) had a manufacturer representative zoom in and out with no change. The representative went to the instrument page and back into navigation and the low performance error was gone. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The logs were reviewed but did not provide enough information to determine the cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.